Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leaks with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked during transport due to overfill. This was discovered after use. The following information was provided by the initial reporter: material no: 367986; batch no: 9129954. It was reported the tubes are leaking during transport. The customer noted no samples are available, they are just trying to figure out what is going on. The tubes are transported via courier in bags with ice packs in the lab box. Stated that 2 samples were rejected because they were leaking. Did not know where they were leaking, and the labs said the tubes were overfilled. Did not understand why the tech would say that, as the tubes are collected with a straight needle and a holder and are allowed to fill by vacuum. They have had no problems since. She could not provide a lot#, and would not be able to provide samples, as they are using a different lot # now. Spoke with the customer, who really has no details of issue, and sent me an email with the tube and contact info for the practice manager at the clinic where this issue occurred. I called and left a voicemail. 3rd attempt. Sent an email to the customer. Called the customer, and left a message to return my call. Spoke with the customer. Her question was that her supervisor wanted to know if we have had other facilities have a leaking sst tubes. She did not have any details. I explained that now there will be an investigation into the issue, and there will be many questions. She took my email and telephone number, and will stated that she will get back to me next week with more information.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® sst¿ blood collection tubes leaked during transport due to overfill. This was discovered after use. The following information was provided by the initial reporter: material no: 367986, batch no: 9129954. It was reported the tubes are leaking during transport. The customer noted no samples are available, they are just trying to figure out what is going on. The tubes are transported via courier in bags with ice packs in the lab box. Stated that 2 samples were rejected because they were leaking. Did not know where they were leaking, and the labs said the tubes were overfilled. Did not understand why the tech would say that, as the tubes are collected with a straight needle and a holder and are allowed to fill by vacuum. They have had no problems since. She could not provide a lot#, and would not be able to provide samples, as they are using a different lot # now. Spoke with the customer, who really has no details of issue, and sent me an email with the tube and contact info for the practice manager at the clinic where this issue occurred. I called and left a voicemail. 3rd attempt. Sent an email to the customer. Called the customer, and left a message to return my call. Spoke with the customer. Her question was that her supervisor wanted to know if we have had other facilities have a leaking sst tubes. She did not have any details. I explained that now there will be an investigation into the issue, and there will be many questions. She took my email and telephone number, and will stated that she will get back to me next week with more information. Device codes: device codes: 2404, 1354.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked during transport due to overfill. This was discovered after use. The following information was provided by the initial reporter: material no: 367986, batch no: 9129954. It was reported the tubes are leaking during transport. The customer noted no samples are available, they are just trying to figure out what is going on. The tubes are transported via courier in bags with ice packs in the lab box. Stated that 2 samples were rejected because they were leaking. Did not know where they were leaking, and the labs said the tubes were overfilled. Did not understand why the tech would say that, as the tubes are collected with a straight needle and a holder and are allowed to fill by vacuum. They have had no problems since. She could not provide a lot#, and would not be able to provide samples, as they are using a different lot # now. Spoke with the customer, who really has no details of issue, and sent me an email with the tube and contact info for the practice manager at the clinic where this issue occurred. I called and left a voicemail. 3rd attempt. Sent an email to the customer. Called the customer, and left a message to return my call. Spoke with the customer. Her question was that her supervisor wanted to know if we have had other facilities have a leaking sst tubes. She did not have any details. I explained that now there will be an investigation into the issue, and there will be many questions. She took my email and telephone number, and will stated that she will get back to me next week with more information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked during transport. This was discovered after use. The following information was provided by the initial reporter: material no: 367986, batch no: 9129954. It was reported the tubes are leaking during transport. The customer noted no samples are available, they are just trying to figure out what is going on.